Event description:
The customer reported to siemens that they obtained two (2) erroneously depressed calcium-2 (ca-2) results on a patient sample on an atellica ci 1900 analyzer. The initial erroneous result was not reported to the physician(s). The same sample was reprocessed on the same atellica ci 1900 analyzer, and the reprocessed result obtained was considered erroneous. The same sample was sent to an alternate facility and reprocessed on an alternate non-siemens instrument. The reprocessed result recovered higher than the previous results and was reported as a correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed ca-2 results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding two (2) erroneously depressed calcium-2 (ca-2) results obtained on a patient sample on an atellica ci 1900 analyzer. Siemens is evaluating the event.

Manufacturer narrative:
Additional information (10-apr-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and the instrument data files. The quality control (qc) recovery was lower than the customer¿s expected ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the analyzer, and identified no hardware issues. The cse performed precision studies that recovered acceptably. The customer ran qc post-service and all results recovered within the customer¿s expected ranges, indicating that the calcium_2 (ca_2) assay was performing acceptably. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00072 was filed on 28-feb-2025.